Event description:
It was reported that this right ventricular lead was explanted due to perforation in the heart wall. Patient experienced shortness of breath and pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix retracted. Noted dried blood/body fluid in helix housing and tissue entwined in the helix. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities. The perforation and rest of the observation cannot be confirmed.

Event description:
It was reported that this right ventricular lead was explanted due to perforation in the heart wall. Patient experienced shortness of breath and pain. No additional adverse patient effects were reported.